Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias (i.e. Atrial fibrillation) are known potential adverse effects per the IFU. Atrial fibrillation is a function of age, with older patients having a significantly higher incidence of peri-procedural af compared to younger patients. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can generally be treated with medication. Based on the received information, a permanent pacemaker was implanted eight months post implant of the mosaic. And a cardioversion was performed four months after the pacemaker implant and successfully resolved the atrial fibrillation. No further adverse patient effects reported. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study.

Event description:
Medtronic received information that two days post implant of this aortic bioprosthetic valve, the patient experienced paroxysmal atrial fibrillation. The condition was ongoing at discharge. Eight months post implant, a permanent pacemaker was implanted. Four months after implant of the permanent pacemaker, a cardioversion was performed which resolved the atrial fibrillation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.